Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the issue is unknown. Actions/repairs were done to correct the reported issue: expulsor was replaced due to it has been previously trimmed.

Event description:
It was reported that a smiths medical pump failed accuracy -8.35%. No patient involvement.